Event description:
It was reported that during a da vinci surgical procedure, it was observed that a cable separated on the needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Part number and lot number was not provided since the risk management will be keeping the instrument and will not be returned to intuitive surgical.

Manufacturer narrative:
The instrument will not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.